Manufacturer narrative:
(B)(4). This complaint for a report of use error, breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(4) 2012 regarding an unrelated event. The hp stated that they had restless leg syndrome that did not allow him to sleep for more than 3 hours a day, therefore; the hp stated that they completed peritoneal dialysis therapy in his hot tub which allows him to sleep. The hp stated that he would clean his exit site and was very careful. Proper procedures were reviewed with the patient. There was patient involvement but no injury or medical intervention was and reported. Bps contacted the registered nurse on (B)(4) 2012. She stated that she was aware that the patient was using a hot tub, but not aware that the patient was performing therapy in the hot tub. She had already spoken to the patient regarding sterility issues concerning his exit site and hot tub use. She stated that she would speak with him again regarding the issue. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this issue.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.